Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert were met. The analyst noted that there were two non-sustained tachycardia episodes with short v-v cycles of less than 220 ms there were recorded between the dates of (B)(6) 2014. The lead integrity alert (lia) was triggered on (B)(6) 2014 due to meeting the requirements for nst and sic. There were 7296 sic recorded since implant.

Event description:
It was reported that the lead integrity alert (lia) of the right ventricular (rv) lead was triggered due to short interval counts (sic) and oversensing. In addition, t-wave oversensing (twos) was noted by the nurse while watching the real time electogram (egm). The rv lead ventricular sensitivity is scheduled to be adjusted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d224drg, implantable cardioverter defibrillator implanted: 2010-(B)(6), product ID 407652, implantable pacing lead, implanted: 2004-(B)(6). (B)(4).